Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported it helped for a little while but stopped helping sometime in 2015. The patient changed programs 3 days ago and after the change, they didn't notice a difference. It was stated they had urgency, frequency, incontinence and went all night every 2 hours. It was noted they had stimulation, but it was almost like pain and that is the only stimulation they feel. It was stated they used to get little zaps but didn't feel those anymore. The patient stated they used to get little zaps and when they changed programs the zapping got stronger. The stimulation now feels more like pain. Therapy was noted as on and was on program 4 at 3.4. The patient had tried all 4 programs, but none really worked. The patient decreased from 3.4 to 3.2. At 3.2, the patient indicated that it felt better. The patient also thought they had a bladder infection since they usually take a glass jar and would check to see if it was cloudy, and today it showed cloudy. It was stated the patient had an appointment with their doctor on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.